Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported leaks at the o ring. The customer reported a blood glucose value of 32 mmol/l. The customer reported hyperglycemia treated with a manual injection/insulin pen. The troubleshooting was performed. The event involved product(s) mmt-332a. The customer reported a reservoir leak. No further patient complications were reported. Mmt-332a was requested and the customer responded that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Customer concern: states the location of the leak is: at the o-ring. Adv customer to check if insulin/fluid is visible in the battery, reservoir compartment or under lcd display. Found: fluid was visible in the reservoir compartment. Evaluated 1 random seal reservoir. Inspected reservoir's o-rings and stopper groove for anomalies appendix d and none was found, as follows: reservoir filled with diluent and installed reservoir & connected to a new infusion set into a 7xx pump; ran bolus and basal leak test procedure (appendix c); per dop114-811doc. Conclusion: reservoir passed per visual, bolus and basal test; no leakage, no physical or cosmetic anomalies were found during test. Evaluated 2 open/used reservoirs (no clear liquid inside barrels). Inspected reservoir's o-rings and stopper groove for anomalies appendix d and none was found. Using a new lab transfer guard and plunger; as follows: reservoir filled with diluent and installed reservoir & connected to a new infusion set into a 7xx pump; ran bolus and basal leak test procedure (appendix c); per dop114-811doc. Conclusion: reservoir passed per visual, bolus and basal test; no leakage, no physical or cosmetic anomalies were found during test. Evaluated 1 open/used reservoir (2.0 clear liquid inside barrel) transfer guard and plunger not returned. Inspected reservoir's o-rings and stopper groove for anomalies appendix d and none was found. Using a new lab transfer guard and plunger; as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 7xx pump; ran bolus and basal leak test procedure (appendix c); per dop114-811doc. Conclusion: reservoir passed per visual, bolus and basal test; no leakage, no physical or cosmetic anomalies were found during test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.